Event description:
It was reported that during a change out, the physician noted insulation "abnormalities" on the rv and lv leads that needed "repair". The physician used medical adhesive over the areas which were just distal to the connector pin. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.